Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova better clarified the event occurred: - the pressure reached the regulation threshold and started decreasing the rpms of the pump; - the pressure rose faster than regulation mode could decrease it and caused an alarm (the alarm can last only seconds ¿ the temporary pump stop can decrease the pressure but when the pump starts rolling again, pressure can start rising); - the perfusionist wanted to decrease the pump flow to decrease the pressure and create a stable flow; - the knob was turned in a moment where the sensor caused an alarm and set the pump to zero; - in this case the pump will be set to zero regardless of an alarm; - although the perfusionist only wanted to reduce the flow, he unintentionally set it to zero. In addition, the customer confirmed that the pump reacted as it is intended and the complaint was only related to the unhappiness with the way the pump reacts in case of a pressure alarm. Therefore, based on the information received, the reported event is an expected behavior and no device malfunction occurred. Indeed, if the pump (centrifugal or roller type) reached before the pressure regulation and then the pressure alarm (that led to a pump stop), the flow (rpm) will go to zero. The present event has been re-assessed as not reportable.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures essenz. A simulation test was performed in livanova and the reported condition could be reproduced only with the centrifugal pump as arterial pump and at low rpm (around 400 mmhg). According to service, the customer is using a rollerpump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during essenz trial procedure, when the pressure regulation threshold is reached and the pressure warning is displayed, if the perfusionist wants to reduce the flow to reduce the pressure, the flow imediately goes down to zero the arterial know although the arterial knob was moved only a little bit. According to customer, this happens every time there is a pressure warning. There is no report of any patient injury.